Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A doctor reported a vertical gas break through at 70 degree position in a patient's right eye during laser assisted creation of the bed. Doctor managed to buttonhole which was in the periphery and did not interfere with the excimer treatment. Patient's vision is reported to be good at one day post operative appointment.

Manufacturer narrative:
There were no reported system messages or other system issues that would clearly indicate that the laser contributed to the reported event. With the information obtained, the root cause of this event cannot be determined conclusively. A review of the customer¿s complaint history for the last 6 months did not show any previous complaints of this kind against the system. Based on assessment, the product met specifications at the time of release. Based on the investigation results, the root cause of the reported event could not be determined. The manufacturer internal reference number is: (B)(4).